Event description:
The customer reported a code call did not annunciate. There was no reported adverse event as a result of this incident. This complaint was captured under ref#: (B)(4).

Manufacturer narrative:
During follow up, the customer could not verify injury and/or death and could not verify location of alleged call placement other than the word MRI. Troubleshooting determined that the grs10 nuc was disabled for 1st floor MRI unit. Both unit nucs on the 1st floor were disabled and the ip address was unreachable. When looking into this issue it was noted that the nuc grs10 for MRI was disabled and none of the devices were reachable. It was confirmed that the ups was inoperable. The customer replaced the ups and rebooted all devices to resolve the reported issue. Based on this information, no further actions are required at this time. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Although there was no adverse event reported with this malfunction, if the code call were to not annunciate during a medical emergency, it could lead to serious injury or death. Therefore; baxter is reporting this device malfunction.